Event description:
The customer contacted baxter's technical service center to report check supply line which occurred on home choice (hc) during use during prime. The care giver (cg) stated that he already changed out the cassette and is still getting the alarm. The baxter technical service representative (tsr) asked the home patient (hp) if the bags were changed out also. The cg stated he only changed the cassette. The tsr explained that all supplies should be changed, otherwise they would be compromising the setup and risking an infection. The tsr explained the alarm to cg and asked him to call in if the alarm occurred and the tsr can assist with the troubleshooting. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The caregiver (cg) was contacted on (B)(6) 2011. The cg stated that the hole after breaking the frangible was not big enough to allow solution to flow properly. The cg stated that after starting over with new supplies no further issues were found. The cg also stated that they have already disposed of the supplies and no further information is available at this time. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the replacement machine arrived

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error . The patient changed out the cassette however reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.